Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, the shaft of the balloon broke about 25 cm from the hub while advancing the balloon over the wire outside of the patient's body. The device was removed and the procedure was completed with a different device. There were no patient complications reported.